Manufacturer narrative:
The field service engineer (fse) found out that the customer had recently removed and cleaned the probe wipe and that the tubing was inadvertently reversed upon reinstallation. The fse corrected the probe wipe tubing connections and verified proper operation. The root cause for the leak is attributed to use error of making incorrect tubing connections to the probe wipe. (B)(4).

Event description:
A customer reported that a pool of clear liquid was found underneath coulter act diff hematology analyzer. The customer could not locate source of the liquid. The customer was wearing gloves and lab coat when the leak was found. Msds was not reviewed but the customer has a risk management plan and a biohazard spill procedure in place at the facility. There was no report of impact to patient results. There was no death, injury, or change to patient treatment, and no one sought medical attention.